Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a pd related event. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 829/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained that the patient¿s infection may have been attributed to poor living conditions and lack of cleanliness in the room where he undergoes pd therapy; however, in the absence of growth in the effluent fluid culture, this could not be confirmed. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the root cause of this patient¿s adverse event was unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 17/aug/2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a pd related event. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 829/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained that the patient¿s infection may have been attributed to poor living conditions and lack of cleanliness in the room where he undergoes pd therapy; however, in the absence of growth in the effluent fluid culture, this could not be confirmed. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the root cause of this patient¿s adverse event was unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. In the absence of a reported source of this patient¿s adverse event, the root cause of this patient¿s peritonitis cannot be determined; however, there was no indication the patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures presented with no growth, an initially elevated wbc count with a reduction in symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 17/aug/2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a pd related event. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 829/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained that the patient¿s infection may have been attributed to poor living conditions and lack of cleanliness in the room where he undergoes pd therapy; however, in the absence of growth in the effluent fluid culture, this could not be confirmed. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the root cause of this patient¿s adverse event was unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.